Manufacturer narrative:
H6: added code a01 based on information in the complaint file.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site when a femoral sheath was placed for a swan. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.